Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a pericardial effusion and perforation occurred. The lesion being treated was located in the aortic valve. An amplatz guidewire was advanced to the target lesion. A perforation and pericardial effusion and occurred. The pericardial effusion was treated with the insertion of a pigtail -catheter. The patient was in the ICU for a short time before being transferred to the standard ward. No further were taken to treat the event and no further patient complications were reported.